Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated after completion of the first priming sequences. The slide insert was not visible in the viewing window, and the cannula was not visible outside the needle well. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not properly deploy the cannula, it came out from a different hole on the pod and not from the window on top of the pod; indicating a needle mechanism failure occurred. The pod was worn for less than an hour.